Event description:
Patient with longstanding nonunion of femur fracture. Originally had femur fracture with repair in the "1960s". Patient fell approximately two years out and refractured her femur which required dual plating. Specific implant date not available. Patient has experienced pain since that time but had a recent sudden onset of pain and swelling. Xray of femur: "ap and lateral views of the left femur show a mid diaphyseal dramatic deformity which appears to have been initially transfixed with a lateral plate and screw which failed proximally. There is an additional anterior plate and screw fixation of the fracture with narrow zone of lucency surrounding the several of the proximal fixation screws and persistent lucency through the plane of the fracture. This suggests incomplete healing of the fracture with micromotion affecting the revision fixation plate." Intraoperatively,the lateral femoral plate was found to be broken in its proximal portion. Multiple screws were removed from the plate, and the plate itself was removed.one of the screws removed was obviously broken. A second intact anterior plate was also removed. Additionally, there were four broken pieces of metal (2 screws, 2 drill bits) that were removed from the femur. An external fixator was placed temporarily and a intramedullary nailing of the femur was completed for nonunion.